Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap threads were stripped. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed data from (B)(6) 2013. The black box showed three reboot events ¿ two associated with a replace battery alarm, and one after a rewind. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. The battery cap would not stay securely on the pump; it easily detached, causing power loss and rebooting. A test battery cap was used to complete investigation, and the pump was exercised for (B)(4) hours with no additional power issues. The pump was opened for further investigation, and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).